Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the sleeve broken and cracked. The broken piece was returned for evaluation. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the device was normal without damage before use. Age, sex, weight: unk. Primary disease: esophageal cancer. Status: the patient is stable.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device was used as a scope port under thoracoscope-assisted surgery. The tip of the sleeve was broken during use. The broken part was about 2 square centimeters. The broken piece was retrieved and checked no other broken pieces were left inside the chest cavity. Another device was used to complete the case. There were no adverse consequences to the patient.